Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. Inspection of the phb data shows an instance of the cgm losing connection to the device, however it could not determined how this loss of communication occurred. The device could not complete activation with another pdm, causing the device to be unable to rerun and test automated mode. The exact cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to be torn. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported that there was a message on the controller stating missing cgm values.

Manufacturer narrative:
Correction to h6: from d02 to d15.